Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 8 or more times daily. The patient reported the alleged issue began on (B)(6) 2011 at 2:00pm. The patient confirmed she was not taking her diabetes medications or took any action regarding her diabetes regimen at the time the alleged issue began. The patient clarified and confirmed she was experiencing symptoms of frequent urination, was feeling thirsty, and was falling asleep a lot before the alleged issue began. On (B)(6) 2011 at an unknown time, the patient indicated she went to see her health care provider (hcp) for assistance. At the time of her doctor's office visit, the patient clarified she was tested by the doctor/clinic meter with a "508 mg/dl" reading and was administered an unknown type/dose of insulin. In addition, the patient stated she was advised to back on her insulin pump (humalog). At the time of the alleged issue, the patient confirmed no additional blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the meter did not require new batteries. The alleged power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention by an hcp after the alleged issue began.